Event description:
A malfunction alarm occurred, labeled as malf 0. Blood glucose levels were recorded at 6.4 mmol/l, which is within the normal range. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.